Manufacturer narrative:
(B)(4)-incomplete. The lot number is currently unavailable. Investigation summary: the complaint device was not returned and therefore not available for physical evaluation. Hence, the reported complaint cannot be confirmed. No further information regarding this event has been provided to determine a root cause for this failure. Based on the information available, this complaint will be accounted for and monitored. If additional information is made available, the investigation will be updated as applicable. Furthermore, an invalid lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder repair procedure, it was observed that the customer's vapr 3 footswitch device would not respond, although it had been used earlier in the day. It was reported that the device was used with a vapr vue generator device. The case was completed with other like-devices with no patient harm, but there was a three to five minute delay to grab other devices. The sales rep was not present for the case and could not provide any additional information. The device was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.